Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken ceramic sleeve. The broken pieces were missing as a result of breakage. The ceramic sleeve did not exhibit scratch marks. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was broken near the metal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2024: the instrument was inspected prior to use, and no damage or anything out of the ordinary was observed during the inspection. The initial complaint allegation indicated that no fragments fell into the patient, and it was confirmed that the missing material or damage occurred outside of a surgical procedure, not while the instrument was in use within the patient. Additionally, there were no reports of fragments falling from the device while it was used in a patient, so no actions have been taken or are necessary. The patient has not returned to the hospital due to any post-surgical complications related to the retention of foreign material.